Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle partially open and the capsule closed. The catheter shaft and the nosecone appeared bent, and delamination was evident to the proximal end of the capsule. Deformation was evident to the proximal end of the inner member and flattening to the distal end. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed with an infold noted. Initially it was not possible to pass a stylet through the distal end of the inner member. However, after the valve was deployed a stylet could be inserted with no resistance noted. An in-house guidewire was backloaded through the device tip and exited through the guidewire lumen flush port with no resistance noted. No other deformation was evident to the remainder of the device. The reported interaction issues with a guidewire could be confirmed through analysis. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to use, a transcatheter aortic valve was loaded into a delivery catheter system (dcs) and, during screening, a frame overlap was observed that did not reach the fourth node. It was reported that the stylet was firm and difficult to pull out of the dcs. It was further reported that when attempting to track the system over a non-medtronic guide wire, the wire would not travel past the nose cone, and when attempting to advance the stylet back into the wire lumen through the nose cone, the stylet would not travel back into the nose cone. The loaded valve and delivery system were set aside and a new valve and a new delivery system were used instead. There was no patient involved.